Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient has "not found the right channel" of ins since implant. Patient said today they increased their stimulation and confirmed that they could feel the stimulation and that it was comfortable. Patient said they have tried making various adjustments since getting ins. Patient said they "get the urge" but the "second one" it is "moving out". Patient said they are also "not completely dry at night". Patient service specialist reviewed with the patient that they should continue to monitor their symptoms and follow up with their healthcare provider if they are still not getting symptom relief. Additional information was received from the patient. The patient called back repeating previously reported therapy concerns. The patient indicated they still have not found the correct program. The patient has had some bowel issues and they thought patient has ibs or a blockage but they did tests and no issues were found. Patient wondered if these issues could be caused by the interstim. Reviewed possible adverse events. Patient asked if they should turn therapy off or try a different program. Reviewed considerations. Encouraged patient to discuss their concerns with managing physician. The only program patient has not tried yet is program 7. Patient will turn therapy off for a period of time to evaluate bowel symptoms and when they turn it back on will switch to program 7. Additional information was received from the patient. It was reported that the patient stated they had no symptom improvement since implant, no control, increasing too far causes bowel issues and they have diverticulitis. Patient said they had foot surgery 2 weeks ago and since then their bladder issues have been much worse "just opened up a dam" their boot was wet and they are changing pads. Agent asked if therapy was turned off and not turned back on again after foot surgery and pt said, no they did not turn therapy off for the surgery, they also had a 6 hour back surgery on their c2 and c3 and did not turn therapy off for that either. Reviewed electrocautery guidelines. Patient also asked and agent reviewed information about tens, sleep number bed, microwave, heated blanket, CT scans, diagnostic and therapeutic ultrasound. Reviewed device therapy education information, recommended monitoring their results in a diary and redirected to their doctor. Pt said they will see their hcp on the 8th, they have met with the reps in the past at the hcp's office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the bladder issue they stated that they would continue to find a program that hopefully works for them. At least for this program cycle at this time. The issue had not yet been resolved.